Event description:
It was reported that the system 9600 would not boot up and occasionally would lock up during operation. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was thought to have bad sectors and was replaced. The system was tested numerous times and found to be working as intended and placed back into service.